Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. On (B)(6) 2012, the patient underwent their first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2012, following her first bronchial thermoplasty treatment, the patient experienced moderate asthma exacerbation, including symptoms of severe chest tightness and wheezing (which could be auscultated) and pain in the region of her right lower lobe of her lungs. The patient was treated medically for her pain with 2 mg of oral dilaudid and 2.5 mg of intravenous dilaudid. Additionally, the patient was administered two nebulizer treatments for her asthma. The pain was noted to be resolved later that same day. No emergency room visits occurred as a result of these events. Subsequently, on (B)(6) 2012, the patient was hospitalized for her exacerbated asthma and treated medically with oxygen and nebulizers. Additionally, the patient was administered intravenous steroids. It was noted that the patient is steroid-resistant. The patient was discharged on (B)(6) 2012 and will return for a follow up visit with the investigator on (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. On (B)(6) 2012, the patient underwent their first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2012, following her first bronchial thermoplasty treatment, the patient experienced moderate asthma exacerbation, including symptoms of severe chest tightness and wheezing (which could be auscultated) and pain in the region of her right lower lobe of her lungs. The patient was treated medically for her pain with 2 mg of oral dilaudid and 2.5 mg of intravenous dilaudid. Additionally, the patient was administered two nebulizer treatments for her asthma. The pain was noted to be resolved later that same day. No emergency room visits occurred as a result of these events. Subsequently, on (B)(6) 2012, the patient was hospitalized for her exacerbated asthma and treated medically with oxygen and nebulizers. Additionally, the patient was administered intravenous steroids. It was noted that the patient is steroid-resistant. The patient was discharged on (B)(6) 2012 and will return for a follow up visit with the investigator on (B)(6) 2012. **additional information received since (B)(4) 2012** on (B)(6) 2012, around midnight, the patient experienced an increase in her shortness of breath and was ''very uncomfortable.'' She returned to the pulmonary office later that morning and was hospitalized for her exacerbated asthma. On (B)(6) 2012, during the patient's follow up visit, the investigator concluded that the patient's exacerbated asthma had resolved. **additional information received since (B)(4) 2012** on (B)(6) 2012, the patient experienced an exacerbation of restless legs. The patient has a history of restless legs syndrome and the physician believes that this exacerbation may be related to the high dose of intravenous steroiods needed to control her exacerbated asthma. The patient was prescribed both mirapex and ambien prior to this exacerbation, and the physician advised that she continues her treatment with mirapex, to control her restless legs, and ambien, to improve the quality of her sleep. Reportedly, the patient's blood ferritin levels will be checked. The event is reported to be continuing, and a follow up appointment will be scheduled in 18 months or sooner if necessary. No hospitalizations or emergency room visits occurred as a result of this event.

Manufacturer narrative:
Patient identifier: (B)(4). Study source: (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch 030110-188 met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma and chest pain are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(4) study. On (B)(6) 2012, the patient underwent their first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6)2012, following her first bronchial thermoplasty treatment, the patient experienced moderate asthma exacerbation, including symptoms of severe chest tightness and wheezing (which could be auscultated) and pain in the region of her right lower lobe of her lungs. The patient was treated medically for her pain with 2 mg of oral dilaudid and 2.5 mg of intravenous dilaudid. Additionally, the patient was administered two nebulizer treatments for her asthma. The pain was noted to be resolved later that same day. No emergency room visits occurred as a result of these events. Subsequently, on (B)(6) 2012, the patient was hospitalized for her exacerbated asthma and treated medically with oxygen and nebulizers. Additionally, the patient was administered intravenous steroids. It was noted that the patient is steroid-resistant. The patient was discharged on (B)(6) 2012 and will return for a follow up visit with the investigator on (B)(6) 2012. **additional information received since (B)(6) 2012** on (B)(6) 2012, around midnight, the patient experienced an increase in her shortness of breath and was 'very uncomfortable.' She returned to the pulmonary office later that morning and was hospitalized for her exacerbated asthma. On (B)(6) 2012, during the patient's follow up visit, the investigator concluded that the patient's exacerbated asthma had resolved. **additional information received since (B)(6) 2012** on (B)(6) 2012, the patient experienced an exacerbation of restless legs. The patient has a history of restless legs syndrome and the physician believes that this exacerbation may be related to the high dose of intravenous steroids needed to control her exacerbated asthma. The patient was prescribed both mirapex and ambien prior to this exacerbation, and the physician advised that she continues her treatment with mirapex, to control her restless legs, and ambien, to improve the quality of her sleep. Reportedly, the patient's blood ferritin levels will be checked. The event is reported to be continuing, and a follow up appointment will be scheduled in 18 months or sooner if necessary. No hospitalizations or emergency room visits occurred as a result of this event. **additional information received since (B)(6) 2013** the event of restless legs exacerbation was reported to be resolved on (B)(6), 2013.

Manufacturer narrative:
Contact office: boston scientific corporation (B)(4). Study source: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(4) study. On (B)(6) 2012, the patient underwent their first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6), 2012, following her first bronchial thermoplasty treatment, the patient experienced moderate asthma exacerbation, including symptoms of severe chest tightness and wheezing (which could be auscultated) and pain in the region of her right lower lobe of her lungs. The patient was treated medically for her pain with 2 mg of oral dilaudid and 2.5 mg of intravenous dilaudid. Additionally, the patient was administered two nebulizer treatments for her asthma. The pain was noted to be resolved later that same day. No emergency room visits occurred as a result of these events. Subsequently, on (B)(6), 2012, the patient was hospitalized for her exacerbated asthma and treated medically with oxygen and nebulizers. Additionally, the patient was administered intravenous steroids. It was noted that the patient is steroid-resistant. The patient was discharged on (B)(6) 2012 and will return for a follow up visit with the investigator on (B)(6) 2012. Additional information received since (B)(4) 2012: on (B)(6), 2012, around midnight, the patient experienced an increase in her shortness of breath and was "very uncomfortable." She returned to the pulmonary office later that morning and was hospitalized for her exacerbated asthma. On (B)(6), 2012, during the patient's follow up visit, the investigator concluded that the patient's exacerbated asthma had resolved.